Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was insufficient blood flow seen in multiple devices. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was insufficient blood flow seen in multiple devices. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: material #: (B)(4) lot/batch #: (B)(4) bd received 8 samples (one used, seven unused) and 2 photos for investigation. The photos and used sample were evaluated and the customer¿s indicated failure mode for insufficient blood flow was observed. The flash chamber is seen to be filled with blood. Additionally, the unused customer samples were evaluated by functional testing, each used to draw 6 vacutainer tubes with water and the issue of insufficient flow was not observed. None of the hubs filled with water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.